Manufacturer narrative:
Updated: b4, g4, h6 h3: evaluation summary: customer reports of calcification, stenosis, and stiffened leaflets were confirmed. Report of regurgitation could not be confirmed through visual observations. As received, leaflet 2 was in the open position. Open leaflet was able to be pushed back into closed position when probed. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Calcification restricted leaflet mobility and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­4mm on leaflet 3 at the inflow aspect. Leaflet 1 had a 6mm tear near commissure 1 and a 7mm tear near commissure 2. Leaflet 2 had a torn section approximately 4mm x 5mm wide at commissure 2. Torn leaflet fragment was not returned with valve. Leaflet 3 had a 8mm tear near commissure 1. Calcification was evident at the tears. Sewing ring was cut around leaflet 2. Wireform was exposed on commissure 1 and around leaflet 2 on the outflow aspect.

Event description:
It was reported that patient with a 23mm 3300tfx pericardial aortic valve has undergone valve replacement procedure after an implant duration of seven (7) years, five (5) months due to calcification, severe stenosis, stiffened leaflets, and regurgiation. The explanted valve was replaced with a 21mm non-edwards mechanical valve. The patient has been discharged home on pod #7 in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The device was not returned for. If returned and evaluated, a supplemental report will be submitted. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The device was not returned for evaluation. If returned and evaluated a supplemental report will be submitted with the findings. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that patient with a 23mm 3300tfx pericardial aortic valve has undergone valve replacement procedure after an implant duration of seven (7) years, five (5) months due to calcification. The patient has been discharged home.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.